Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7089841, medical device expiration date: 03/31/20120, device manufacture date: 09/13/2016. Medical device lot #: 6257655, medical device expiration date: 08/31/2019, device manufacture date: 09/13/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control "hair" like extra plastic was noticed at the tip of angiocatheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.